Event description:
It was reported a burn on the patient's leg occurred. On an unknown date, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. Shortly after the procedure, when the patient was still in the room, it was noted that the anesthesiologist applied heat to the patient's leg and did not use blanket protection. This caused a burn to the patient's leg. The patient was able to recover and they were fine.